Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/02/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2020 and the mesh was used. It was reported that before using the mesh, the sterile package was damage. There were no adverse patient consequences reported.